Manufacturer narrative:
(B)(4) a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on the (B)(6) 2015 at 7:00-8:00 am, a patient was diagnosed with a ventricular tachycardia and the mx700 monitor did not alarm. The device was in use during monitoring a patient and no patient harm was reported.